Event description:
It was reported that pump malfunction occurred when pump screen became dark and would not turn on, and customer had previously reset pump but could not power it back on before contacting support. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to connect pump to working power source and follow steps to unplug and reconnect charger, after which pump screen turned on and malfunction message appeared but did not recur, and customer was advised pump use could continue and to call back if malfunction returned, which customer acknowledged and understood.